Event description:
Reporter alleged obtaining the results of 101 mg/dl and 157 mg/dl on the aviva system compared back to back with the results of 86 mg/dl and 87 mg/dl on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.